Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough analysis was completed. The device was verified to function appropriately when pacing at 100ppm. Analysis found that the device battery fluctuation was attributed to exposure to cold temperatures. The reported observations were confirmed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this device recorded a code 1003 pre-implant, indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. This device was not implanted. There was no patient involved in this issue.